Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator developed an infection. The patient was treated with intravenous antibiotics, however, when the antibiotics were stopped the patient experienced spiked temperature and night sweats. The patient's implanted system was later explanted to address the infection and a temporary system was placed. No additional adverse patient effects were reported.